Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected battery power loss or power loss alarm noted during testing or in the downloaded history files. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported their insulin pump had a blank display. The customer's blood glucose level was 91 mg/dl at the time of the incident. The customer received a low battery alarm but when they changed the battery, the insulin pump did not turn on. Customer stated the contacts on the battery cap were neither missing nor damaged. Troubleshooting was completed but did not resolved the issue. The insulin pump will be returned for analysis.